Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that, phenomenon 1 "front panel switch does not work", phenomenon 2 "all leds on the front panel were on", phenomenon 3 "no image was displayed" occurred due to a faulty printed circuit (cm) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the visera elite video system center front panel switches were not functioning. The issue was found during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additionally, the switch functions on the front panel display are not functioning, the buttons on the front panel are all glowing, and there is no image due to defective printed circuit boards. The device evaluation found: the unit was not booting up due to a defective main board. The evaluation also noted the following: intermittent flickering in image while shaking the camera head cable due to a defective receptacle was found. Corrosion was found on the flat cable and needed replacement. Heavy dust on the boards and corrosion was found on the components. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.